Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in blood glucose levels of 350 mg/dl. After changing the cartridge and the infusion set, blood glucose levels remained high. The patient was admitted to hospital on the incident day at 4pm and was released on the same day at 8pm. While being in the hospital, the patient received an unknown treatment by infusion. Some examinations showed that the patient suffered from an urinary tract infection.